Manufacturer narrative:
During inspection and testing, the reported issue (clogged biopsy channel) was confirmed. The foreign material found in the channel was suspected to be accumulated and clogged during the procedure. In addition, service found the adhesive on the bending section cover was worn, the ccd (charge-coupled device) cover lens was scratched, the plastic distal end cover was scratched, the universal cord was wrinkled, the switch button #1 rubber was worn, the channel mouth unit was scratched, and the biopsy channel was worn. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the biopsy channel of the subject device was clogged. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, a solid and brown material (foreign material) was observed in the biopsy channel. This report is being submitted for the malfunction found during device evaluation (foreign material in biopsy channel). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, upon evaluation of the device, the foreign material was removed from the channel and appeared to be debris from the patient body. The biopsy channel likely became clogged during the procedure, probably after suction. However, a definitive root cause for the event could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids. If the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope, and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 50, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus.¿ olympus will continue to monitor field performance for this device.